Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the stent was placed with no complications. A follow-up x-ray on (B)(6) 2012 showed that the stent had migrated to the stomach. A removal procedure was performed on (B)(6) 2012, however the removal suture broke and the stent was unable to be removed. Reportedly, the patient was scheduled for additional surgery in order to remove the stent. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event including the patient¿s condition. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.